Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device did not work. Per service report, this complaint can be confirmed. During evaluation, the o-ring and tissue seal were missing. Also, the blade was found to be not locking into the shaver. The missing o-ring and tissue seal were replaced and the device was tested and found to be working according to specifications. User mishandling is the most probable root cause for the missing tissue seal, which in turn, would have caused the blade to not lock into the shaver. The o-rings may have went missing during the cleaning process by the customer. However, given the information provided we cannot discern a definitive root cause for the same. The missing components of the device would have caused it to not function as intended by the customer. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via mail, that pre-operatively to an unknown procedure, a fms tornado micro handpiece with buttons, did not work. No surgical delay or patient consequence reported. Customer states they have no further information.